Manufacturer narrative:
The insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.0874 inches. Pump error alarm, variable 3, alarmed during self test and was confirmed in pump history file due to cold solder joint at u1 keypad assembly. The audio tone/vibrate feature on the pump functioned properly during testing. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had pump error during self test. Customer's blood glucose value was 409 mg/dl. Customer reported via phone call that the insulin pump had under delivery. The customer was assisted with troubleshooting. High pressure test performed and passed. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. Customer returned device for analysis.